Manufacturer narrative:
Zimmer biomet complaint (B)(4) customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a procedure after the surgeon fixed the plate to the left side of the chin bone and fixed the right side, he noticed a break in the drill tip. The surgeon removed the plate and screw, but the drill tip was in the bone marrow and could not be removed. There was a thirty (30) minute or more delay to attempt to find the broken drill tip. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 component code: proposed component code - mechanical (g04) - drill. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.